Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: d9, g3, g6, h2, h3,h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a thrombectomy procedure, the hub of a 90cm cerebase da guide sheath (gs9090sd, 30494175) cracked. The physician pulled a ballast catheter to finish the case. There was no patient injury reported. It is unknown at what point of the procedure the hub cracked. There was no significant procedure delay due to the event. No additional information is available. A non-sterile unit cerebase da guide sheath, 90cm was received inside of a pouch. The device was visually inspected, and it was found that the ID band is out of position, also, a compress condition was noted at 86 cm to 87 cm, no other damages or anomalies were observed along with the device. A functional test was performed on cerebase da guide sheath, 90cm while flushing the device to find any leak. A leak was observed below the ID band. Therefore, the ID band was removed and a crack at the hub-body transition was observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The reported customer complaint of ¿luer hub ¿ cracked¿ was confirmed, based on the visual inspection and the functional testing on the returned device. The visual analysis of the returned cerebase da guide sheath, 90cm revealed that the ID band is out of position. A functional test was performed on cerebase da guide sheath, 90cm while flushing the device to find any leak. A leak was observed below the ID band, when the ID band has removed, a crack at the hub-body transition was observed. Also, a compress condition was noted on the device, this condition could be the result of an excessive force and/or handling applied to the device. It should be noted that product failure is multifactorial. The instructions for use do contain the following precautions: exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. If re-access to the vasculatures with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Caution: do not use the device if any damage or irregularities are observed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position.

Manufacturer narrative:
Product complaint # (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a thrombectomy procedure, the hub of a 90cm cerebase da guide sheath (gs9090sd, 30494175) cracked. The physician pulled a ballast catheter to finish the case. There was no patient injury reported. It is unknown at what point of the procedure the hub cracked. There was no significant procedure delay due to the event. No additional information is available.